Event description:
Per the clinic, the device was explanted due to a migration of the receiver/stimulator. The device was explanted (B)(6) 2011. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6) 2011. Additional information has been requested but has not been made available as of the date of this report. The manufacturer became aware upon receipt of the explanted device on (B)(6) 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).